Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, this implantable cardioverter defibrillator (ICD) could not be interrogated and tones were not produced with a magnet application. At the previous follow-up, three months ago, there was over a year of remaining longevity estimated. Premature battery depletion was suspected and device replacement was recommended. This ICD remains in service as the patient's condition has improved and no revision has been scheduled. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.